Event description:
Selector handpiece being returned for repair due to overheating and melting of the flues.

Manufacturer narrative:
To date, the handpiece has not been rec'd for evaluation. An investigation has been initiated based on the reported info.